Event description:
Follow up information received reported that the patient received assistance from their doctor and manufacturer's representative and their concerns were resolved (did not have any concerns with the device or therapy). An appointment of (B)(6) 2014 was noted. Further follow up information received from the healthcare professional (hcp) received 13 days later reported that the patient's medication was changed and a new medication was being tried. X-rays that were taken were reported as negative. The hcp stated that the cause of the event was determined and noted that the patient's symptoms were not related to the "pacer" it was noted that the patient did get >50% symptom relief. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was having abdominal cramping and pain. The patient¿s stomach was also making a ¿sloshing type of sound intermittently¿ and it woke her up in her sleep. The patient noted that fifteen minutes after hearing the ¿sloshing sound¿ she had to go to the bathroom. The patient stated that the symptoms started the day prior to the report, which were intermittent, but since the morning of the report it had been pretty constant. The patient also mentioned that the symptoms were under her belly button on the left side of her abdomen, whereas the system was on the right. Additional information was requested, but was not available as of the date of this report.